Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included epilepsy and penicillin allergy and concomitant medications were not reported. On an unspecified date, the consumer started using reach johnson and johnson floss dentotape, mint, less than three feet, to floss her teeth (route dental, lot number 1931d, frequency and expiration date unspecified). After an unspecified duration, on (B)(6) 2012, while using the floss, she broke her tooth and stated the floss was thick. She did not use the device further. She also stated she used the device in past without any events. The event did not resolve. This report was assessed as serious (significant disability). The company causality was assessed as possible.

Event description:
This spontaneous report was received on (B)(4) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included epilepsy and penicillin allergy and concomitant medications were not reported. On an unspecified date, the consumer started using reach johnson and johnson floss dentotape, mint, less than three feet, to floss her teeth (route dental, lot number 1931d, frequency and expiration date unspecified). After an unspecified duration, on (B)(6) 2012, while using the floss, she broke her tooth and stated the floss was thick. She did not use the device further. She also stated she used the device in past without any events. The event did not resolve. This report was assessed as serious (significant disability). The company causality was assessed as possible. Additional information received on (B)(4) 2012. The device name was updated from reach johnson and johnson floss dentotape, mint to reach johnson and johnson floss, dentotape. A review of the data associated with this complaint category revealed no adverse trends and no trend involving lot number 1931d. The returned field sample has not been received. A review of the device history records, manufacturing issues and retain sample evaluation, documentation did not indicate reach johnson and johnson floss, dentotape failed to meet specifications. Complaint trends will continue to be monitored. This report remains as serious.

Manufacturer narrative:
The date of this submission is 20-sep-2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.